Event description:
Prior to an attempted novasure endometrial ablation the uterus was found to be anteverted and the length measured at 11cm. After several attempts to seat the disposable device and several unsuccessful cavity integrity assessment (cia) tests, a hysteroscopy was done. A uterine perforation was found in the posterior fundal region measuring approximately 0.5 cm and the novasure procedure was aborted. A laparoscopy followed and a "saline wash out" was done. The physician reported "no other organs involved." The patient was given augmentin (amoxicillin and clavulanate potassium) and kept overnight for observation. She was discharged home the next day. On (B)(6) 2012, it was reported the physician has seen this patient on follow-up and "she is fine." A hysteroscopy, dilatation and curettage (d&c), and sounding (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) precautions: the efficacy of the novasure system has not been fully evaluated in patients with a uterine sound measurement greater than 10 cm. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluated the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).